Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11641. It was reported that the patient presented to the clinic for a follow up. Interrogation showed their right atrial (ra) and right ventricular (rv) leads were sensing noise. The patient was asymptomatic. No changes were made. The patient was stable throughout the visit.